Event description:
After standing up and turning to the right the knee buckles on the first step. This has happened 5 times and resulted in a couple of falls. Further info from clinician - client broke hip on last fall, when she stepped off her stair lift. Required a hip replacement and is currently in hospital. When clinician went to hospital to retrieve the knee for service, he found that she has been wearing recently new shoes with a much lower heel that messed up the alignment. Clinician suspects that may have caused the issue, but wants the knee checked out to be sure. Patient fall after getting off her stair lift. She turned to the right, took one step and the knee buckled. She broke her hip and some ribs. She had a partial hip replacement surgery as a result. Further information received on (B)(6) 2026: clinician has limited information and this is all they can provide: she had reported that it had happened 4-5 times. She described two of the incidents. One was her getting up from the table, pivot then the knee gave out (not sure if it was on the first step or immediately). The other was similar situation but she was getting off her stair lift. Another consideration is that she was not wearing the footwear the device had been aligned with. Turns out she was wearing her slippers which have a lower heel height. A difference of 5 -10 mm. Hopefully that helps. Hello. I was informed that the client has passed away after her fall. Please see email from clinician below. Original email attached to notification: she did have pre-existing conditions that required routine treatments. However, the fall resulted in a broken hip, and she needed hip replacement surgery. Once the surgeons began, they discovered the damage was more extensive than expected and had to replace more than originally planned. After the surgery, she was unable to resume walking while her residuum healed, and she was experiencing significant pain. Ultimately, she chose to discontinue her other treatments, which led to her passing. So, while the fall did not directly cause her death, it was the first domino in a series of events that ultimately contributed to it.

Event description:
After standing up and turning to the right the knee buckles on the first step. This has happened 5 times and resulted in a couple of falls. Further info from clinician - client broke hip on last fall, when she stepped off her stair lift. Required a hip replacement and is currently in hospital. When clinician went to hospital to retrieve the knee for service he found that she has been wearing recently new shoes with a much lower heel that messed up the alignment. Clinician suspects that may have caused the issue, but wants the knee checked out to be sure. Patient fall after getting off her stair lift. She turned to the right, took one step and the knee buckled. She broke her hip and some ribs. She had a partial hip replacement surgery as a result. Further information received on 29.01.2026: clinician has limited information and this is all they can provide: she had reported that it had happened 4-5 times. She described two of the incidents. One was her getting up from the table, pivot then the knee gave out (not sure if it was on the first step or immediately). The other was similar situation but she was getting off her stair lift. Another consideration is that she was not wearing the footwear the device had been aligned with. Turns out she was wearing her slippers which have a lower heel height. A difference of 5 -10 mm. Hopefully that helps. Hello. I was informed that the client has passed away after her fall. Please see email from clinician below. Original email attached to notification: she did have pre-existing conditions that required routine treatments. However, the fall resulted in a broken hip, and she needed hip replacement surgery. Once the surgeons began, they discovered the damage was more extensive than expected and had to replace more than originally planned. After the surgery, she was unable to resume walking while her residuum healed, and she was experiencing significant pain. Ultimately, she chose to discontinue her other treatments, which led to her passing. So, while the fall did not directly cause her death, it was the first domino in a series of events that ultimately contributed to it.

Event description:
After standing up and turning to the right the knee buckles on the first step. This has happened 5 times and resulted in a couple of falls. Further info from clinician - client broke hip on last fall, when she stepped off her stair lift. Required a hip replacement and is currently in hospital. When clinician went to hospital to retrieve the knee for service he found that she has been wearing recently new shoes with a much lower heel that messed up the alignment. Clinician suspects that may have caused the issue, but wants the knee checked out to be sure. Patient fall after getting off her stair lift. She turned to the right, took one step and the knee buckled. She broke her hip and some ribs. She had a partial hip replacement surgery as a result.